Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During the inspection it was found that there were charred stains on the button, the biomaterial and the distal blue insulation had melted and the metal below had come off. Based on the results of the investigation, it is likely that the event occurred due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency resection electrode "plasma-ovalbutton" was inspected before use and had an error displayed on the screen saying electrode is hot. They also noticed the yellow and blue cladding was coming off about the button portion of the electrode. The issue was found during procedure, and the therapeutic procedure (prostate vaporization) was completed with a similar device. The issue caused a 10-minute procedural delay and extension of anesthesia time while the device was replaced. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.